Event description:
Initial hcg stat result 20 miu/ml, repeated result < 0.500 miu/ml. Field service rep adjusted the lld on the s/r probe. Precision test recovered within specification after the lld was adjusted. No pt treatment was provided based upon the initial result.